Event description:
Device 3 of 3. Reference MFR report#s 1627487-2011-00298 and 1627487-2011-00299. The pt received her scs system on (B)(6) 2009 including an ipg and two lead extensions. It was reported that she developed a burning sensation at the ipg pocket and experienced discomfort due to the location of the extensions. In an effort to resolve this matter, the physician relocated the ipg pocket and replaced the pt's extension. The physician also elected to replace the ipg at that time. The explanted devices were retained by the medical facility and will not be returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.